Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was performed to treat a lesion in the unknown artery. A 8x19mm omni link elite balloon expandable stent (bes) was advanced into the anatomy however, the stent was not located on the balloon. The bes was removed and the stent was found to be on the preparation table. It should be noted that the omnilink elite instructions for use (IFU), states: prior to using the omnilink elite stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. In this case, it is unknown if the IFU deviation contributed to the reported event. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the unknown lesion. A 8x19mm omni link elite balloon expandable stent (bes) was advanced into the anatomy however, the stent was not located on the balloon. The bes was removed and the stent was found to be on the preparation table. There were no adverse patient effects and no clinically significant delay. No additional information was provided.